Manufacturer narrative:
This is two of two initial/final MDR report being submitted for this complaint with associated MFR report 2954740-2016-00134. (B)(4). Concomitant products: stryker sl-10 microcatheter; penumbra benchmark guide .071¿; stryker xt-27 microcatheter; stryker neuroform stent; stryker transcend ex platinum wire 205cm; synchro 14 wire. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Neurologic deficits, specifically stroke symptoms of weakness, are known potential adverse events associated with the use of the codman cnv interventional devices. Positioning difficulty, premature detachment, protrusion into the parent vessel and unraveled/stretched are known potential product failures associated with the codman embolic oils. Deployment difficulty with inaccurate placement and inadequate radiopacity are known potential product failures associated with the use of the enterprise device. Resistance/friction is a known product failure associated with the codman microcatheter devices. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the available information suggests that patient anatomy, target lesion characteristics, device interaction and intraprocedural issues may have contributed to the reported events. There is no need for further action at this time. Since there was no evidence of a manufacturing issue, no corrective actions will be taken at this time. Procedural factors and handling process may contribute to the failure as reported. No corrective action will be taken at this time.

Event description:
As reported by a health care professional, patient present with left sided stroke symptoms upon awakening post procedure. Pre-procedure angiography revealed a right posterior communicating (p-comm) artery to have a wide neck, however on the lateral view showed a narrower neck. The patient did not have any symptoms pre-procedure and was reported to have medium level of vessel tortuosity. The aneurysm had 5.80 x 3.40 dimension and was complex cone shaped. Index procedure was performed on (B)(6) 2016, the physician decided to coil the aneurysm with a deltamaxx coil 4x15 (dmx18041520/p11550) without stent assist. A competitor¿s sl-10 microcatheter was inserted through a competitor¿s .071¿ guide catheter to the right pcomm. The deltamaxx 4x15 coil was inserted through the microcatheter and the physician attempted to embolize the right pcomm but was unsuccessful due to wide neck of aneurysm. The deltamaxx coil was successfully resheathed and removed; microcatheter remained in the right p-comm. Another xt-27 microcatheter (competitor¿s) was inserted through the benchmark guide into the right internal carotid distal to the right pcomm aneurysm and a 4.5 x 15mm competitor¿s stent was successfully delivered over the neck of the right pcomm aneurysm. The xt-27 microcatheter was removed as the sl-10 microcatheter was now stented over and trapped into the right pcomm aneurysm. The physician decided to reinsert the deltamaxx coil 4x15 back through the sl-10 microcatheter to embolize the right pcomm. The coil successfully embolized into the right pcomm but there was 4cm of coil that still needed to be inserted and while manipulating the coil the sl-10 microcatheter pushed out of the aneurysm. The physician attempted to reinsert the sl-10 microcatheter over the deltamaxx coil, however during the reinsertion attempt the deltamaxx coil became ensnared upon the ¿open¿ cell strut of the competitor¿s stent causing the deltamaxx coil to stretch. Further manipulation caused the coil to detach from the deltamaxx pusher wire segment. The deltamaxx coil pusher was removed successfully and discarded and the deltamaxx coil remained stretched within the sl-10 microcatheter. Using a competitor¿s ex platinum wire 205cm, the stretched coil within sl-10 microcatheter was successfully pushed out of catheter into the lumen of the competitor¿s stent 4.0x15 and remainder of the stretched coil was in the right internal carotid proximal to the competitor¿s stent. The sl-10 microcatheter was removed. The physician decided to insert a prowler select plus microcatheter (606s255x/lot unknown) and place an enterprise stent 4.5x37 (enf453712/10485322) through the implanted competitor¿s stent 4.0x15 to trap the stretched deltamaxx coil against the competitor¿s stent and proximal to the stent in the lumen of the right internal carotid. The prowler select plus had difficulty traversing the lumen of the neuroform stent, but did get distal before deployment of the enterprise stent 4.5x37. The enterprise deployment fell short of the neuroform stent as there was not good visualization of the distal marker lines. Intended landing target of enterprise stent 4.5x37 was unsuccessful, the stent landed proximal to neurform stent 4.0x15) in internal carotiod artery. Proximal to pcomm aneurysm. Pt. Was with stable vitals throughout the procedure, but upon awakening post procedure, patient was noted with left sided weakness and deficit. The following morning on (B)(6) 2016, pt. Deficit still unchanged. On (B)(6) 2016 the physician deployed another neuroform stent 4.5x30 across the initial neuroform 4.0x15 stent implant in hopes of tacking the stretched deltamaxx coil against the right internal carotid artery. There will be no codman neuro product used being sent back for analysis.